Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads: upn: (B)(4), model: sc-8336-70, serial: (B)(4), batch: 7020564.

Event description:
It was reported that the patient was not getting pain relief. The patient underwent an explant procedure and all device components will not be returned.